Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument cable was broken. The site replaced the instrument to resolve the issue. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The housing was removed for inspection and the instrument was found to have a conductor wire broken at the proximal end in the main tube. The instrument failed the electrical continuity test. No signs of thermal damage were observed at the proximal backend. There was no physical damage at the distal wrist. The root cause is attributed to manufacturing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot-sequence# n10190110-0003) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2020 during a incisional hernia tapp performed on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.